Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed failed battery test. The customer changed the insulin pump's battery the night before. Customer's blood glucose level was not reported. The device was not returned.